Event description:
As written from the complaint (B)(4) description: "patient wrote a diary entry on (B)(6) 2024 stating, "removed device due to rash"." Additional information: the patient stated that they removed the device after 12 days from developing the rash and indicated that the irritation spread beyond where the device was applied. The patient sought treatment and was prescribed oral prednisone and benadryl. The patient indicated that the irritation has since improved since taking the prescribed medication. The device was requested to be returned on 06 jan 2025 and delivered to the manufacturer on 09 jan 2025. There has been no indication of a device non-conformance. It was found that an unknown adhesive film (not bardydx recommended tegaderm) was applied over the device.

Manufacturer narrative:
The device history record (DHR) for unit kwnfz-htur6 corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr), including certificates of conformance for patient contact materials. Examination determined no discrepancies or instances of non-conformity within the DHR that could have contributed to the reported event. Records indicate that approximately 15 days of viable data were able to be obtained from the device resulting in a successfully completed clinical report. It was found that an unknown adhesive film (not bardydx recommended tegaderm) was applied over the device. The cam product instructions for use (IFU) lists skin irritation and allergic skin reaction as potential risks associated with device use. The IFU states to remove the cam immediately and to contact their physician if irritation such as redness, severe itching or allergic symptoms develop. As noted by the patient, they continued to where the device for 12 days after developing a rash. The patient noted that symptoms improved after taking prescribed medication. This report has been compiled in accordance with the mandatory reporting requirements set forth under 21 cfr part 803 for serious injuries. The submission of this report is not to be construed as an acknowledgement by bardy diagnostics of any defect or malfunction in the product described herein.